Event description:
The customer called to report a blank display and battery related alarms. Troubleshooting was performed. Found weak battery and battery out limit alarms in the history. The customer also stated that the display goes blank when screwing the battery cap tightly. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and unexpected weak battery alarms due to a corroded battery cap contact. No unexpected battery out limit alarms were noted.